Event description:
It was reported that during initial surgery to reduce the hip joint, the bi polar cup disassembled spontaneously resulting with no health consequences as the operation was completed with another implant.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years found no other similar complaints for item (B)(4). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. The risk associate with the reported is addressed in bi-polar heads risk management report. The severity of the reported event is in line with the risk file, and no issue with the occurrence rate has been identified. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product not returned.

Manufacturer narrative:
(B)(4). Initial report report source, foreign - event occurred in (B)(6). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Associated products : medical product: taperloc pc 6.0 mm 12/14, catalog : 650-0580, lot : 6926127. Medical product: bi polar 28 cup 47mm, catalog : 165218, lot : 6638865. Medical product: cocr hd sht nk 28 -3.5mm 12/14, catalog : p0206c28, lot : j6870780. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial surgery to reduce the hip joint the bi polar cup disassembled spontaneously resulting with no health consequences as the operation was completed with another implant.